Manufacturer narrative:
Continuation of d10: product ID 97755. Serial# (B)(6). Product type: recharger. H3. Analysis found that there was a recharge antenna failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins) implanted for non- malignant pain indications for use. It was reported that pt had been unable to deliver a charge from their controller to their ins. Pt confirmed that their controller would charge up, but wouldn't deliver a charge to their ins. They had been experiencing issues recharging for about a month and saw "all kinds of messages" including 'battery empty, cannot provide stimulation' and error screen 'rm03' on multiple occasions. Pt also reported that their recharging cord/paddle had gotten extremely hot while attempting to recharge their ins; pt said their recharger burned/blistered them. Pt stated if they would keep the recharger in the belt/pouch, they had an easier time dealing with the heating of the recharger; however they were not able to pair with their ins and were not able to charge. Pt has called their manufacturer representative about these issues on multiple occasions and were told that there was no way that the recharger could be burning them. Pt stated that their rep told them to 'hold down and it will redo' to fix some of the screen issues they had been experiencing (the manufacturer's patient services specialist (pss) was unsure what exactly pt meant by this). Pt additionally mentioned they had rebooted their controller a time or two. Ultimately, those troubleshooting steps did not remedy the situation for pt. A replacement recharger was sent out.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.